Manufacturer narrative:
The biomedical engineer confirmed that replacing the therapy connector on the device, resolved the reported issue.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during testing, their device would not detect a test patient load. The device gave a "connect electrodes" message even though the test patient load was connected to the device. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control provided the biomed with technical assistance. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during testing, their device would not detect a test patient load. The device gave a "connect electrodes" message even though the test patient load was connected to the device. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.